Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
On (B)(6) 2017, it was reported when the patient presented in a hospital for an infection unrelated to the device. While the patient was monitored in the hospital, loss of capture was noted. The physician programmed the device to resolve the intermittent loss of capture and there was no consequence to the patient. On (B)(6) 2017, the patient presented in-clinic for a device check and the device was difficult to interrogate but the physician was able to note an acute rises in rv and lv thresholds as well as an episode of vf arrest. On (B)(6) 2017, the physician elected to explant and replace the device due to rf telemetry issue and rising threshold. The patient was stable and did not experience any further adverse events.